Event description:
It was reported that patient had cataract procedure in the right eye and a corneal burn occurred during the sculpt part of the procedure. The incision size was 2.4 mm. Several jnj products were used: veritas console, phaco handpiece, phaco tip sleeve and veritas vrt-ai pack. Surgeon used alcon bag balanced salt solution. There were no system errors but it was reported that there were excessive bubbles in the chamber during sculpting. No product is being returned. This report is for the veritas advance infusion pack.

Manufacturer narrative:
Section a2, a3, a4 and a5: information requested but not provided. Section e1 - phone number (B)(6). Information about patient post op status and any treatments has been requested but not provided. Clinical specialist was also on site and reviewed the recordings of surgery, noticed the incision size was bit smaller for the tip used. Device evaluation: the device was not returned for evaluation; therefore no testing could be performed. The reported event cannot be confirmed. A review of the device history record showed that the device meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, there is no indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.